Event description:
Customer reported that his pump warranty had expired on january 21, 2026, and the pump could not be repaired or replaced. Issues with the pump, including scratches on the screen. There was no adverse impact on customer's blood glucose level. Customer declined a call back from technical support, and no additional corrective actions were reported.